Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device displayed an e2 (handpiece lock engaged) and e8 (system fault) error code and it failed for safety assessment (e2 displayed). It was determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not functioning properly and had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed for safety assessment (e2 - handpiece lock engaged error displayed). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.